Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported impedance and possible lead defect could not be conclusively determined. (B)(4).

Event description:
During follow up, the riata lead showed signs of high impedance. The riata was capped and a new lead was implanted, resulting in subclavian thrombosis. The patient is in good condition following the procedure.